Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and exhibited high thresholds and intermittent undersensing. The physician attempted to reposition the lead but had difficulty due to patient anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.